Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm. Customer's blood glucose was 275 mg/dl. Customer has not treated for their blood glucose. The customer stated the alarm occurred during a manual prime. The customer could not troubleshoot at the time of the call. No additional information provided.